Event description:
It was reported eri occurred and the pump was prophylactically removed to avoid in-vivo battery depletion. The patient recovered without sequela. The pump was used to deliver baclofen.

Manufacturer narrative:
(B)(4). Analysis of the pump revealed alarm anomaly, resonator anomaly. All pump logs are clean meaning no motor stalls, motor stalls recoveries, or errors of any kind were ever recorded. The pump failed the alarm test with a db level of 67.7 db. Minimum spec. Is 70.0 db. A crack was found on the resonator, with no top shield damage.